Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported for incomplete coaptation. Based on the information reviewed, the reported incomplete coaptation ((single leaflet device attachment (slda)) appears to be related to challenging patient anatomy. The mitral regurgitation (mr) is due to slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This report is being filed due to a single leaflet device attachment. It was reported that on (B)(6) 2021 the patient presented with mitral regurgitation (mr) grade 3+ with a restricted posterior leaflet. The first mitraclip was successfully implanted. A second mitraclip (cds0701-xt, 10517r183) was also successfully implanted, however, post-deployment, the posterior leaflet came out of the clip. The clip remained attached to the anterior leaflet as a single leaflet device attachment (slda). Per physician, the slda was due to the restricted posterior leaflet. No further treatment was provided, and the mr remained unchanged at grade 3+. There was no adverse patient sequela reported. No additional information was provided regarding this issue.